Event description:
The customer reported via phone call that they experienced high blood glucose level. The blood glucose level was 300 mg/dl then 400 mg/dl then 500 mg/dl. Customer was treated with manual injection and insulin drip. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.